Manufacturer narrative:
The previously reported conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt destructive analysis of the implantable neurostimulator (ins) identified that the telemetry antenna coil was electrically open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: analysis results were corrected and updated from the stimulator antenna could being electrically open telemetry to analysis finding: implantable neurostimulator (ins) feedthru having electrically open telemetry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative on 2019-oct-30. It was reported that a ¿no device found¿ error message was displayed on the controller. The manufacturer representative stated that the controller would go to the ¿please wait¿ (screen 62) when they would try to turn stimulation up and would then go to screen 16. The patient would try to press ¿try again¿ but they could not communicate with their implantable neurostimulator (ins). It was noted that the patient tried multiple times to take the controller battery out but was still unable to connect to their ins. It was also reported that the bluetooth was not functioning and that it would take a long time to charge the ins when the controller would connect. It was confirmed that the patient was feeling stimulation and that their ins battery was not depleted. The repair department was contacted and a replacement controller and recharger was requested. It was further reported on (B)(6) 2019 that the patient received their replacement external devices and was able to get to the normal therapy screen, but then they started seeing the ¿no device found¿ screen. At that point, the patient saw that the controller battery was at 100% and the ins battery was low/red. During the call, the patient was getting the ¿no device found¿ error screen with and without the recharger attached. Troubleshooting steps were performed but did not resolve the issue and the patient¿s ins was still not charging. The repair department was contacted and a replacement battery pack was requested. It was further reported on (B)(6) 2019 that the manufacturer representative tried to disable and re-enable the device, but the normal charge screen never came up. The manufacturer representative stated that the controller would show a ¿checking recharge quality¿ screen but would either revert back to passive charge or show the ¿no device found¿ (screen 16). The manufacturer representative stated that after three passive recharge sessions, they were able to make a connection to the patient¿s ins but it was showing that it was at 100% battery level, which they didn¿t think made sense. It was noted that there weren't any other resolutions for the issue and that it would be escalated for further analysis. Additional information was received from a manufacturer representative on (B)(6) 2019 regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was explanted on (B)(6) 2019 due to malfunction. The manufacturer representative stated that they were instructed that all troubleshooting had been done and replacement was the next option. It was noted that the device was to be returned for analysis. No further complications were reported or anticipated. Indications for use are spinal pain and radiculopathy.